Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station main drawers 2.1, 2.2, 3.1, 3.2 were failed and it was not detected on bus. The field service engineer (fse) found that drawer 3.2 had faulty controller boards and replaced both boards. After rebooting the station, the drawer operated normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawers were not detected on the bus, including main drawer 2.1, main drawer 2.2, main drawer 3.1, and main drawer 3.2. The screen was black, the fan was not turning on, and the control board indicator lights for two half height drawers were off. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.